Event description:
During the robotic incisional hernia repair the robotic instrument called the mega suture needle driver cable snapped cleanly. The part was recovered and removed from the patient. No other debris was noted in the surgical site. This was 12th use of this particular instrument.